Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in retry mode and no transactions were sent from the station to the enterprise server. A technical support specialist applied the steps in knowledge article (ka) - retry - insert into purge. Purgestatistics to resolve the issue. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es no transactions were being sent from the cabinet to the station. However, there were no delays or adverse events or injuries reported based on this event.